Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for non-sustained rv oversensing due to post-paced t-wave oversensing. Oversensing was noted on a stored egm. Programming changes were made.